Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis which was manifested by abdominal pain and cloudy fluid. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. One day after the event onset, the patient was treated with amikacin injection (1gm, once a day, discontinued), ceftazidime injection (1gm, once a day, discontinued), heparin injection (1000iu, once a day, discontinued) and fluconazole tab (150mg, 1 tab once a day, alternate days for 5 days, discontinued) for peritonitis. At the time of this report, the patient was recovered from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.